Event description:
It was reported that a malfunction alarm, specifically malf 16, occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was informed on how to put the malfunctioning pump into storage mode and to return it using a pre-paid label within 10 days, which the customer understood and acknowledged.